Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an infection developed at the patient's lead site. An antibiotic was administered to the patient and surgical intervention was undertaken on (B)(6) 2023, in which an additional suture was added to the lead incision to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2023-05881. It was reported that an infection developed at the patient's lead site. An antibiotic was administered to the patient and surgical intervention was undertaken on (B)(6) 2023 in which an additional suture was added to the lead incision to address the issue. It was later reported that the infection was also present at the patient's ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's scs system was explanted to address the issue.